Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs showed evidence of a memory verification failure in the logs. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause of the observed condition was determined to be a result of a software error. During initialization the device software creates a known memory pattern in the form of many large arrays. Periodically the memory pattern is compared against that created at initialization. If it is not matching a memory fence error occurs. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy, the setting was able to be performed without problems from the beginning, and the product was able to be used without any problems until the second firing. When the handle's lcd screen was checked after the firing, it was noted to change to the indication of nix sign and it changed to the condition that could not be used. Another handle was prepared and the operation was completed without any problems. When the distributor set the handle back to the charger, the display was initialized, however, internal troubleshooting material was checked, and there was no responding method to handle the reported error indication. In addition, the handle did not hit somewhere and no impact was applied on it. There was no patient injury.

Manufacturer narrative:
Additional info: g4, h6(fdd). If information is provided in the future, a supplemental report will be issued.